Event description:
The customer reported that the device shutdown unexpectedly while monitoring a pt who was a car crash victim. The customer has stated that the device was not a factor in the pt death due to the pt condition.

Manufacturer narrative:
The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.